Event description:
During a low anterior resection, the instrument did not staple. Two complete colon rings were made but the two sides of the colon were open. Extended o.r. Time 1 1/2 hours to suture manually. No pt consequence.